Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels from (B)(6) 2023 to (B)(6) 2023 of low to 84 mg/dl. The low bg causes were not known. Customer consumed carbohydrates to address bg for all low bg levels. The customer also reported that they felt confused and light headed because of the low bg levels. Recommendation was made to consult with a healthcare provider to discuss diabetes management.